Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the probe is leaking. Additional information received stated it was leaking formula at the purple connector part. There was no harm to the patient.

Manufacturer narrative:
Additional information: h6 medical device problem code added. The device history record (DHR) was reviewed showing no discrepancy was found relating to the failure mode reported. One gastro feeding tube was received at the manufacturing site. After performing a functional inspection of the y-port, the reported condition could not be confirmed; however, a visual inspection of the catheter was performed, and a burst balloon can be observed. The reported condition of leaking at the y-port could not be confirmed, but a balloon tear was evaluated and confirmed. The root cause of the balloon tear cannot be conclusively determined. Current controls in place include training and certification on all manufacturing operations and quality inspectors as well as proper training on equipment used in the process. There are defined dimensional, visual, and physical requirements, testing methods and pictorial instruction provided at each workstation in the production line. Work instructions provide guidance for material verification, line clearance, and quality inspection sampling are followed. The manufacturing suite is maintained to the highest standards with rules outlining cleanroom operation parameters (i.e., temperature and humidity controls) and cleaning schedules for the cleanroom, equipment, and milling machines. Additionally, there are procedures outlining general personnel requirements for cleanroom usage. To mitigate the risk of releasing devices with defects, each unit is 100% inflation tested during the process. Based on the analysis, the occurrence is below the range of the expected occurrence; therefore, no further action is required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
H4 manufacture date added investigation summary the device history record (DHR) was reviewed, and no discrepancy was found according to the failure mode reported. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. Based on the present information, the root cause could not be determined. No action plan could be performed. The current process controls are executed in accordance with product specifications to meet quality acceptance criteria. The manufacturing site will continue to monitor the process, customer complaints, and feedback notifications for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.